Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results for 5 patients tested for elecsys troponin t stat assay (tnt stat) on a cobas 6000 e 601 module. Patient #1 presented to the emergency department complaining of chest pains with an ethanol level of 150 mg/dl. An initial tnt stat result (sample a) of <0.010 ng/ml with a data flag was reported outside of the laboratory. An electrocardiogram (EKG) was performed around the same time of the initial sample draw confirming the initial result. A 2nd sample (sample b) was later drawn and an initial tnt stat result of 1.060 ng/ml with a data flag was obtained. The result was reported outside of the laboratory but was questioned by the physician based on the patient¿s clinical picture and their previous tnt stat test result. The physician did order a second EKG along with additional d-dimer testing and blood gas testing of which the results were not provided. Sample b was repeated on the same analyzer and a tnt stat result of <0.010 ng/ml with a data flag was obtained. A comprehensive metabolic panel (cmp) was also run on the sample b to insure the samples integrity. The cmp results will not be provided but based on the results the customer does not believe that sample b was adulterated in any way. A 3rd sample (sample c) was later drawn and a tnt stat result of <0.010 ng/ml with a data flag was obtained. Patient # 1 was not adversely affected. The customer decided to retest other patients who had previous tnt stat testing performed, of which 4 patients were found to have discrepant results. The repeat testing for these 4 patients was performed on another e601. Patient #2 had an initial tnt stat result of 1.41 ng/ml with a repeat result of 0.019 ng/ml patient #2 is a (B)(6) female with a (B)(6) who (B)(6). Patient #3 had an initial tnt stat result of 1.15 ng/ml with a repeat result of <0.010 ng/ml. Patient #3 is a (B)(6) male with a (B)(6) who (B)(6). Patient #3 had an additional EKG performed based on their initial tnt stat result. Patient #4 had an initial tnt stat result of 1.40 ng/ml with a repeat result of 0.176 ng/ml. Patient #4 is a (B)(6) male with a (B)(6). Patient #5 had an initial tnt stat result of 0.938 ng/ml with a repeat result of 0.019 ng/ml. Patient #5 is a (B)(6) male with a (B)(6) who (B)(6). Patients 2, 4, and 5 had no care affected. There was no adverse event. The tnt stat reagent lot was 24466402 with an expiration date of 30-jun-2018 the field engineering specialist was unable to determine a cause. He performed both visual and mechanical checks. He adjusted the photomultiplier high voltage. He performed performance testing and precision testing. The alarm trace from the day of event contains no hint to the possible root cause. Further investigation was unable to find a clear root cause. The centrifugation time was below the specified time from the tube manufacturer, but since 5 different patient results were affected centrifugation time is unlikely to be the root cause. Other possible causes include insufficient electromagnetic interference laboratory compliance, sample quality, insufficient maintenance, and contamination of the environment with the analyte.